Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead kept dislodging and causing sensing and threshold problems. Intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.